Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the down arrow and ok keypad buttons were intermittently unresponsive and difficult to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad cover was torn over the contrast button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the contrast, ok, and down arrow keypad buttons were intermittently unresponsive; the up arrow keypad button responded appropriately. During investigation, evidence of contamination was found under all key contacts.